Manufacturer narrative:
Since multiple parts were replaced at the same time, a specific root cause could not be identified. The investigation found there were obvious maintenance issues with the affected c702 analyzer.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for six patient samples tested for multiple assays on the cobas 8000 c 702 module (c702). Of the six samples, one had an erroneous initial result for crep2 creatinine plus ver.2 (crep) that was reported outside of the laboratory. The customer stated that they had been getting sample short alarms on quality controls during the day and that a correlation performed for the ldl_c ldl-cholesterol plus 3rd generation assay (ldl) failed. The initial crep was 0.56 mg/dl. The sample was repeated on a different analyzer, resulting as 0.91 mg/dl. The repeat result was believed to be correct. No adverse events were alleged to have occurred with the patient. The crep reagent lot number was 17190201, with an expiration date of 04/30/2017. The field service engineer determined that there was possible reagent or reaction carryover. He replaced a reagent wheel, probes, vacuum system diaphragms, a bath window, and a heat cut filter. He checked pump pressures and these were ok. He ran a photometer check and cell blank. All system checks were successful and the system was operational.